Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient used three ilet luer locks until one worked. They were not fitting into the opening of the ilet.